Event description:
Health professional reported "exchange with no complaint against the device". Healthcare professional later reported ¿left implant feels disconnected from muscle per patient", "pain under breasts", "had fever for 1 month f/b antibiotics", ¿a few benign-appearing axillary lymph nodes are identified bilaterally which may be reactive¿, ¿multiple prominent lymph nodes are identified in the axilla bilaterally with borderline cortical thickening¿, a prominent indentation or fold is identified in the posterior lateral aspect of the implant without any significant internal fluid. A radial fold is identified along the anterior aspect of the implant. Prominent indentation/folds are identified in the posterior lateral aspect of the left breast implant.", ¿an additional indentation identified in the posterolateral implant contains a small amount of internal fluid with possible small amount of silicone.¿ and "patient recently had infection and was treated with antibiotics" via MRI. Affected side is left. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "a few benign-appearing axillary lymph nodes are identified bilaterally which may be reactive¿ and ¿multiple prominent lymph nodes are identified in the axilla bilaterally with borderline cortical thickening¿; ¿an additional indentation identified in the posterolateral implant contains a small amount of internal fluid with possible small amount of silicone.¿; ¿patient recently had infection and was treated with antibiotics.¿

Event description:
Health professional reported left side reactive lymph nodes (lymphadenopathy), infection, "implant feels disconnected from muscle per patient" (captured as migration), pain under breasts, fever, prominent indentation/folds. Patient was treated with antibiotics. The device was confirmed to be intact and the event of silicone migration was confirmed to not have occurred. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ breast pain: unable to observe. ¿ infection (unknown onset): unable to observe. ¿ lymphadenopathy: unable to observe. ¿ fever: unable to observe. As per the investigation procedure creases and deformation were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further investigation: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.